Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had a defective lcd. There were no images and only white screen. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact office,contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer replaced the defective display top lcd. During pm unit passes all functional checks and released back to service. The failure analysis and testing dept. Received the following partspart 2053howdy cable. Part top lcd display. With a reported unit failure of defective lcd.the fat dept. Performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing department installed howdy cable and part top lcd display in the cardiosave test fixture and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department was able to verify the failure of defective top lcd screen. Retaining the parts in the fat department per procedure 0002-07-d008 rev as

Event description:
N/a

Manufacturer narrative:
Updated field: b4; g3; h2; h4

Event description:
N/a